Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc concluded that the reported phenomenon (no output from the dvi out terminal) was attributed to the failure of the printed circuit board (dp board), but could not determine the exact cause of this printed circuit board failure. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems (B)(4). (B)(4) checked the subject device and found that the signal was not output from the dvi out terminal of the subject device due to the failure of the printed circuit board (dp board). The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for an unspecified procedure using the subject device, it was found that the endoscopic image of the subject device was not displayed on the monitor when the videoscope connected to the subject device and the power of the subject device was turned on. Then, after fifteen minutes or more, the endoscopic image was automatically displayed. Also, the endoscopic image was sometimes displayed when the videoscope was reconnected, but in that case, the image issue reoccurred.the occurrence date of the event is unknown, and there was no report of patient injury associated with this event.